Event description:
Facility reported that when the "pct" increased the blood pump speed, the blood line disconnected from the tesio catheter. Estimated blood loss 250cc. No adverse effect to the pt. No medical intervention. The "pct" reconnected the line to the catheter and the treatment finished without further incident. Medwatch filed on the blood loss.